Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The fa lab performed multiple power on cycles on the suspect control board on a test uim. The failure analysis lab was able to duplicate the reported issue, which was due to a out of voltage tolerance of the coin cell battery secondary to material issue. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and a return good authorization (rga) has been issued. At this time, the uim has been received and evaluation is anticipated but not yet begun.

Event description:
The customer reported the user interface module (uim) does not startup on this ventilator. The customer reported no patient involvement with this event.